Event description:
The balloon burst cicumferentially at an inflation pressure of 20 atmospheres within a dialysis fistula.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the catheter's body was noted to be fractured, 67 cm from the proximal end. The balloon exhibited a circumferentially-directed fractured conditions of the catheter, it is suspected that the catheter was exposed to extensive tensions. Microscopic examination: further eval using scanning electron microscopy (sem) revealed evidence of several surface abrasions adjacent and parallel to the axially and circumferentially-directed tear. Although the exact cause for the balloon damage could not be determined, it appears that the balloon was exposed to an unidentified source of abrasion.